Event description:
A review of service data detected a reportable event. During servicing of monitor sn (B)(4), which was returned for routine maintenance, presented code 204. The last patient to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon evaluation, the u409 component on the c/a board was defective, causing the service code to occur. Service code 204 indicated the monitor is unusable, which is caused when the monitor loses communication with the belt. Component u409 is a can bus which controls the communication between equipment components. The cause for the code 204 is defective u409 component. The root cause for the defective component cannot be positively identified. No adverse event resulted from the defective u409 component. The last patient to use this monitor did not report any problems.